Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had undergone a pocket revision procedure due to discomfort at the pocket site. During the procedure, the pocket was relocated, and the ipg was replaced due to physician's preference. The pt reportedly doing well following the procedure.